Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was off. A field service engineer (fse) found that the device was producing a clicking sound when attempting to power on. The all-in-one cabling and main pyxis bus cable were disconnected from the communication sled, but the issue persisted. The auxiliary pyxis bus cable was then disconnected, allowing the unit to power on. Each drawer was disconnected individually from the pyxibus cable, and auxiliary drawers 4.1 and 4.2 were disconnected allowed power on. The drawer controller boards were tested using a multimeter across tp502 and tp505. Drawer 4.1 measured approximately 4 ohms, whereas drawer 4.2 measured approximately 0.4 ohms which were found to be at fault. The drawer controller board was replaced, after which all cables were reconnected, and the system was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station showed as failed to lock. The customer attempted to reboot/recover the device, but the system displayed maintenance required and the issue persisted after a reboot. The station was then powered down by unplugging the power cord and left off for 2¿5 minutes. After reconnecting power and restarting the station, the drawer recovery was attempted again but continued to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.